Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : no device associated with this report was received for examination. Visual analysis of the x-rays revealed that the patella implant had no signs of loosening. The x-rays does not provide enough evidence to confirm the alleged reported condition. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5, d10 and h6 (clinical codes). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Operative notes reviewed. The patient has had localized anterior pain with difficulty walking. Xrays demonstrate hypertrophic bone around the patella with significant impingement of the hypertrophic bone onto the femoral component. The patient underwent a diagnostic injection which provided significant relief. He was revised on (B)(6) 2023. Upon opening, there was a marked amount of third body-type wear in the tissue and fibrinous tissue in the notch of the femoral component and in the lateral gutter. The fat pad was hypertrophic and was excised. The lateral retinaculum was extremely tight. A large hypertrophic piece of bone was noted in the lateral patellar facet. When the lateral release was performed, the surgeon inadvertently created a wound to the lateral skin that was later sutured. Mild osteolysis was found on the medial femoral condyle of the femur with no intervention. A significant amount of bone had grown around the patellar button. When the patella was freed, it was noted to be loose with osteolysis underneath. The surgeon notes the joint was overstuffed and flexion space was tight so the poly insert was left in place due to access issues. The surgeon noted there was no wear identified on the poly insert.

Event description:
Clinical notification received for revision due to aseptic loosening. Hypertrophic lateral patellar facet on femoral component and tight lateral retinaculum. Date of implant: unk 2016. Date of revision: (B)(6) 2023. (Right knee). Treatment: patella was revised.

Manufacturer narrative:
Product complaint # (B)(4). D4: the device catalog number is unknown; therefore, UDI is unavailable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.